Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.00/4.0/071 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) as a replacement lens, on (B)(6) 2023. It was noted the patient has grade 1 edema and blurry visual acuity but improved. Lens remains implanted.